Event description:
It was reported that the customer was hospitalized due to low blood glucose level (value not provided). No additional information was provided by the customer. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.